Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch pbq063 and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2019 and suture was used. While using the suture during procedure, the suture gave out while suturing. There were no adverse patient consequences reported.